Event description:
The customer's wife reported that her husband experienced "crashing blood sugar" levels while wearing a pod. After experiencing a low bg of 60 mg/dl, he had immediately suspended insulin delivery. Two hours later his levels escalated to 93mg/dl, but he was "incoherent" at this time. 911 was called; paramedics gave him an IV and his bg levels went up to 170 mg/dl "very quickly." The pod continued to be worn after the event and will, therefore, not be returned for evaluation.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction that may have contributed to the customer's low bg levels. Built into the pod's design are electrical, mechanical and software safety features that prevent the device from over-delivering insulin (which could result in low bg levels). The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to high bg levels. The user guide also suggests that the patient always carry extra supplies in case of an emergency.